Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patient's symptoms. This event is being filed as an MDR as the patient reported tooth loss (permanent impairment to a body structure) while an invisalign product was being used.

Event description:
On (B)(6) 2017 the symptom of class ii mobility on tooth # 24 was "reproted". On (B)(6) 2018 the symptoms of bone loss and loss of tooth # 24 were reported. The treating doctor reported providing a temporary bridge to close the gap. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners.